Event description:
It was reported that a revision surgery was scheduled for (B)(6) 2018 to a patient due to have suffered continuous dislocations after had replacing the liner and the femoral head in 2011.

Manufacturer narrative:
The associated complaint devices were not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. The clinical/medical team also concluded that without the supporting clinically relevant documents, a thorough clinical investigation cannot be rendered. No further actions are being taken at this time. We consider this investigation closed.